Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of worsening mitral regurgitation and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the recurrent mitral regurgitation and torn posterior leaflet. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr) in the patient with a relatively short posterior leaflet, 0.8 mm. One mitraclip ntr was implanted reducing mr to 1. The following day, the echocardiogram found that mr had returned to grade 4 and the posterior leaflet had torn at the moderately calcified annulus. Treatment is not yet determined. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation and torn posterior leaflet. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr) in the patient with a relatively short posterior leaflet, 0.8 mm. One mitraclip ntr was implanted reducing mr to 1. The following day, the echocardiogram found that mr had returned to grade 4 and the posterior leaflet had torn at the moderately calcified annulus. Treatment is not yet determined. No additional information was provided.